Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted: (B)(6) 2010; 5076-52 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable pulse generator (ipg) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use and software has been updated. No patient complications have been reported as a result of this event.